Event description:
A perclose device was advanced over the wire until bleed back was observed from the indicator port. Then the floor plate lever was pulled back until resistance was encountered, at this point the perclose was deployed and became stuck. The physician was unable to advance or retrieve the perclose device after several attempts were made. At this point surgery was consulted to perform a cutdown. Manufacturer response for suture-mediated closure system, perclose proglide (per site reporter): manufacturer's rep is scheduled to come pick up the device this week for failure analysis.